Event description:
A power source alert 07 was reported by the caller. There was no adverse impact to the customer's blood glucose level. After the caller ensured that the pump was plugged into a wall adapter for at least 30 minutes, the pump began charging, and no further assistance was required.